Event description:
It was reported that the arctic sun device did not cool properly. Per review of wo on (B)(6) 2024, there was no patient involvement. Per follow up information received via task on (B)(6) 2024, device would be repaired in the hospital by crs.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter phone # is (B)(6). The complete initial reporter facility name is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool properly. Per review of wo on 13nov2024, there was no patient involvement. Per follow up information received via task on 13nov2024, device would be repaired in the hospital by crs. Per sample evaluation results received via task on 13jan2025, it was reported that the insulation of the power cord was defective, and air filter was missing in an arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Device does not cool because of defective mixing pump. Replaced mixing pump as part of the pm. Insulation of the power cord defective. Air filter missing. A 2000-hour pm was completed on the device. Replaced power cord and air filter. As part of the pm, replaced the circulation pump, drain valves, and heater. New calibration, mtk and stk were performed. The device passed the procedure and can be placed back into normal use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complete initial reporter phone # is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.